Event description:
The caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose levels, as they remained within the normal range. Technical support instructed the caller on how to press the button more effectively but eventually resolved to replace the pump due to the persistent issue. A replacement pump with updated software was sent, along with instructions for returning the faulty device. The caller understood the process and acknowledged receipt of this information.